Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the bipolar energy instrument fired unintentionally when firing the monopolar energy instrument. The intuitive tech support engineer (tse) explained the possible causes of the issue. The tse advised keeping distance between the tips of both instruments and disconnecting the bipolar energy cord when firing the monopolar energy, if the issue persisted. The procedure was completed as planned, with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: there was no damage noted against the instrument after the arcing event. The cannula was inspected prior to use. A pin gauge was used to inspect the cannula. The arcing originated from the monopolar curved scissors instrument. A membrane dissection was being attempted when the arcing occurred. Monopolar energy was being activated from the erbe when the arcing occurred. The fenestrated bipolar forceps instrument's tips were in contact with tissue when the arcing occurred. The instrument was connected properly. The tips were not in contact with any staples, clips, or sutures when the arcing occurred. Monopolar energy was applied to one side of the instrument, and the tissue was being grasped with a fenestrated bipolar forceps nearby. The instrument is not available for return.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.